Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient's defibrillation threshold was unacceptable. Patient received a shock, which reportedly slowed the arrhythmia to the point that it dropped below detection. The physician believes that the episode was a true vt. The patient did not recall the shock or feeling any symptoms. Device programming changes were made. The patient appeared to be fine at follow-up. The physician chose to admit the patient to the hospital for observation and medication adjustment. Patient did well and was discharged home in stable condition. The patient will continue to be followed normally.